Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: e1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6-2 on the main unit was broken and had been disconnected from the machine's position sensor magnetic strip. A field service engineer (fse) removed all the cubies and replaced the drawer with a spare half-height cubie drawer available on-site. During this process, a defective pyxibus interface board was found at the back of the machine, which had failed to secure the ribbon cable properly, resulting in the failure of the new drawer as well. The fse replaced the interface board, reconfigured the drawers, and conducted tests on the system to confirm its proper operation. The system functioned as intended after the field service engineer had repaired the device.